Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges injuries and additional surgery; however, no details have been provided. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient attorney that on or about (B)(6) 2008, patient underwent surgery for repair of a ventral hernia. As alleged, a bard/davol bard mesh was implanted to repair the hernia defect. (Note reference number not valid for lot number provided) it is also alleged by the patient's attorney that on or about (B)(6) 2013, patient underwent an additional surgery, part of which involved another repair of her ventral hernia and the removal of the defected mesh. The patient was injured severely and permanently. As alleged, patient has suffered and will continue to suffer physical pain and mental anguish. As reported, patient suffered from chronic pain, as well as psychological stress and depression and underwent medical treatment due to the alleged defective bard mesh.